Event description:
During implantation of the intraocular lens with the unfolder system the physician observed a deformed tip on the cartridge that may have been associated with a tear of descemet's membrane.